Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to huge diabetic ketoacidosis with blood glucose was over 1300 mg/dl. The customer's blood glucose at the time of call was 317 mg/dl, 160 mg/dl and insulin pump was dead. The customer treated their high blood glucose with intravenous insulin drip and manual injection. The customer declined troubleshooting for high blood glucose. It was reported that after customer came from hospital they are not able to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was able to pass the rewind test. No rewind anomaly noted. Device was monitored for three days. No unexpected battery power loss anomaly, low battery alarm, off no power alarm or blank display noted. Device uploaded properly using carelink. Device had a scratched reservoir tube window and a cracked reservoir tube lip.(B)(4).